Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR: 1226348-2018-10508 for information regarding the second device reported in this event.

Event description:
As reported by the ous affiliate, that two icp microsensors did not work, they showed -99 during the implant process. A normal reading was achieved after a 3rd icp sensor with a different batch number was used. There were no reports of delays or patient harm.

Manufacturer narrative:
UDI : (B)(4). The sensor was visually inspected. There was no damage to the sensor, catheter material or connector. Functional testing was then performed. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of both component and finished good manufacturing records found no discrepancies. Based on the results of the investigation, the reported issue could not be conformed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed